Manufacturer narrative:
Additional information: b5.

Event description:
Additional information was received indicated that the device was successfully reprogrammed to resolve the event on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of post-paced t-wave oversensing was observed on the device. Technical support was contacted and device reprogramming is anticipated. The patient was stable with no consequences.